Event description:
Additional information received reported that the recharger would not turn on. The patient had it on the charger all day today and it would not come on. If she turned the implantable neurostimulator recharger (insr) on nothing showed on the battery and it should be fully charged. It was clarified that the patient was not feeling stimulation and there was a coupling problem. She usually got 10 black boxes and today she only got 2 boxes. The coupling problem had been going on for a couple of weeks. The patient used the insr and all coupling bars were empty. The implantable neurostimulator (ins) battery was flashing and it was about 1/3 full. ¿it was a nightmare.¿ the patient was using the belt and sticky pads. She repositioned the antenna a couple of times. She was then able to get 2 boxes and finally 6 boxes; the coupling problem was resolved. The patient was going to charge up and see if stimulation would turn on.

Event description:
It was reported that the ¿stimulator was not working.¿ the patient put the recharger ¿on the charger¿ on the night prior to the report and left it on all night because she thought that was the problem. The patient noted that the recharger was so cumbersome sometimes. The patient was not able to get any of the boxes shaded all morning. At the time of the report when the patient placed the recharger antenna over her implant and pressed the start charge button, the patient had 4 coupling boxes shaded. It was noted that the patient could usually get all 8 coupling boxes shaded. An antenna locator (al) was done that resulted in all 8 coupling boxes shaded at the time of the report and then later had 6 coupling boxes shaded. When the patient pressed the stimulation on button, she saw the message to charge the implantable neurostimulator (ins). The patient first noticed on the night prior to the report that she could not turn the stimulation on. It was noted that the first quarter of the ins battery was flashing. It was further reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had concerns with their device. It was stated that ¿sometimes it doesn¿t charge properly and won¿t turn off and on properly.¿ additionally it was stated that ¿it¿s constantly coming unfastened and falling off.¿ further follow-up is being conducted and if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).